Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two hours post implant, the right ventricular (rv) lead exhibited diminished r-waves and undersensing. The pocket was reopened and it was determined that the rv lead slack was pulled back into the superior vena cava (svc). Slack was added and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.